Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased impedance and capture threshold were observed during device change-out. The lead was capped and replaced. The patient condition post-procedure was good.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016.